Manufacturer narrative:
Medtronic rep performed multiple test spins using pegboard exam. Stealth unit and o-arm systems displayed accuracies within recommended tolerance.

Event description:
A medtronic rep reported the surgeon took a post operative o-arm spin and reported recurrence. The hosp staff changed out the s7 for a different s7. A new post operative o-arm spin was taken, the spin was reported accurate and the surgery continued. No impact on the pt's outcome was reported.